Event description:
Reported indicated a patient's vns generator could not be interrogated with a vns wand. It is unlikely the patient's generator is at eos. No further information is known at this time.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.